Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The torque limiting handle was returned, visually and functionally inspected. Calibration testing revealed that the handle failed torque inspection. All measurements exceeded the maximum torque of 22 in-lbs. It is likely the handle caused the driver to over-torque the screw. As the driver was manufactured in 2009, it is also possible repeated use over the lifetime of the instrument contributed to the failure.

Event description:
On 12.13.2018 it was reported to k2m, inc. That a torque limiting handle did not function as intended intra-operatively.